Event description:
The complainant reported that during intensive care unit (ICU) management with impella support, the purge cassette was replaced due to increased purge pressure. Following the replacement, the control unit monitoring display was reported to have gone out. The original purge cassette was re-installed, after which system function returned to normal. The purge cassette was subsequently replaced again with a new purge cassette, after which the system was reported to be operating normally. No health hazards were reported in association with this sequence of events. No signs or symptoms of patient injury or patient harm were reported in association with this event. This complaint involves two impella devices: impella purge cassette, with unknown lot number. Automated impella controller, with lot serial number (B)(6). This MDR specifically addresses automated impella controller, with lot serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella purge cassette.

Manufacturer narrative:
D4 unique device identifier was updated, corrected accordingly. The device return was received, and an evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 UDI number updated b3 event date updated.